Event description:
Machine would not accept cassette during surgical setup. There was a twenty minute delay when they switched to another cassette that was accepted by unit. There was no effect on the patient as there was no patient in the operative area at the time.